Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported their stimulation was turned on but they weren't feeling stimulation and the issue began 'like' 2 days ago. During the call patient was in group b and confirmed the b was highlighted in green. Patient increased the intensity to 1.2 on the first 'bar' and did not feel any stimulation. Patient switched to group a and started to feel something. Patient noted 1 was on 1.6 2 was on 1.4 and 3 was on 1.7 (agent understood these as programs). Patient did not feel any stimulation on groups b and c. Patient turned their stimulation off then turned the stimulation on and did not feel anything.  Patient reported they didn't use their stimulator for a couple of months and the implant was drained; now the patient's legs were killing them and the issue began a couple of months ago. Patient got a cat scan of their back and their nerves were pinched or crushed and patient wanted to use their stimulator again to see if they could get relief. Patient reported their implant took longer or forever to charge and the patient did not provide an event date but mentioned it always took long. Patient would see their hcp on monday. Upon further review patient noted their implant was at 40% and the controller was at 70%. Patient noted the last couple of times charging went pretty fast (agent understood this as the implant), but patient did not provide event date.

Event description:
Patient reported the circumstances led to the issue was not charging for a significant amount of time. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.